Event description:
During an open heart surgery, the surgeon was using the zipfix system for sternum closure. The surgeon implanted two zipfix on the patient with no problem. After placing the third zipfix, the surgeon cut the excess material and reportedly the zipfix popped and failed at the mechanical interface. The surgeon removed the broken zipfix but could not place another one. Surgeon felt the sternum was stable and closed the patient.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
A product development evaluation was conducted and it was reported that the device was received by (B)(4) on (B)(4) 2013. The shaved off material sections to the side edges of the implant indicate that the device was tensioned with the application instrument - not in line. This caused some sidewall to be shaved of the device. This rotational action by the user during the tensioning twisted the inserted implant in the locking head and over stressed the locking feature to the point that interlocking could not take place and no tension could be applied to the device. The implant is manufactured to the device specifications. There is no evidence that suggest a manufacturing issue (injection molding) led to the device failure. (B)(4). The root cause of the device failure is inconclusive. A possible handling error by the user can not be excluded. Further, a manufacturing evaluation was conducted and it was reported that the locking mechanism was broken and the broken part was available. It was reported that the implant is manufactured to the device specifications. There is no evidence that suggest a manufacturing issue led to the device failure. Because of the damage, the complaint relevant dimensions can not be checked for dimensional accuracy of the valid manufacturing specifications, and it was deemed indeterminate from a manufacturing standpoint.

Event description:
(B)(4) was received.